Manufacturer narrative:
D4: the lot number was not available, however, the complete primary ID was not available. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was leak from an unspecified location of the homechoice cassette that led to this alarm. The cassette was removed from the cycler and felt wet. Renal therapy services (rts) advised the patient to drain with manual supplies and to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.